Event description:
It was reported that the system had a "charger failed error" at boot up. The fse stated that the system was recovered after a reboot. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and found the batteries had not been allowed to charge. The batteries were changed and the system operates as intended.